Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that the half-height qb drawer 1-2 was unable to close due to a dislodged latch catch mechanism. The catch was repaired, and the dog bone bumpers on the slide rails were resecured and replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not able to close. Reporting nurse reported that drawer was unable to be closed and was not able to be pull medications from the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.